Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 1277455. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was deformed, and the screw port was tilted. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was about to use the flush to seal the indwelling needle, she found that the front end of the flusher was deformed and the screw port was tilted, so she could not continue to use it.